Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 54-56 mg/dl. The customer consumed carbohydrates and disconnected from the pump to stabilize bg level. The customer believes that the pump did not calculate the proper amount of insulin needed. Multiple requests were made for the customer to upload pump data, so that data could be reviewed for troubleshooting. However, the customer did not upload the pump. In addition, the customer reported that during a bolus delivery, they had entered 15u of insulin instead of 1.5u. Bg level was impacted. However, the exact value was not provided. The customer consumed carbohydrates to stabilize bg level. The customer also reported that they had been exercising more. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.